Manufacturer narrative:
Findings: pump passed functional testings including displacement test. Rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. Drive support disk was inspected and no anomaly was noted. Unit was received with normal operating currents and no unexpected off no power or low battery alarm noted. Pump passed the dat test at 0.08750 inches. No cosmetic damage noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the paramedics was dispatched on (B)(6) 2017 at 6:30 am due to low blood glucose of 43 mg/dl. They were treated at their house. They were wearing the insulin pump at the time of hospitalization. The customer¿s current blood glucose was 325 mg/dl which they treated with the insulin pump and a manual shot. Troubleshooting was performed on the insulin pump and insulin exited without incident. It was noted that the customer had called back to perform the basic occlusion test and the insulin pump passed. However, due to the customer not being comfortable the device will be replaced and returned for analysis.